Event description:
Intermittent communication error messages were reported. This error results in a system lock, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contacts and connector on the power supply were cleaned and the gif ffb was reseated. The camera was adjusted to 5.2vdc. The system was tested and found to be working as intended and returned to service.